Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported cup was revised due to loosening, so cup, liner and head was revised.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: device was not returned however, inspection of provided explanted images shows some blood stains on shell. Nothing else can be determined from the explanted images. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies . -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Inspection of provided explanted images shows some blood stains on device. If the devices and/or additional information are received, this investigation will be reopened and reevaluated.

Event description:
Sales rep reported cup was revised due to loosening, so cup, liner and head was revised.